Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that preoperatively, on set-up, the reload was pre-fired. A new reload was loaded to resolve the issue. The device was never implanted. There was no patient involved. Medtronic's initial evaluation of the incident device found that the reload was partially fired.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was partially fired. The jaws were open. Functional testing found that the reload was loaded into a represent ative instrument. The interlock was overridden and the reload was applied to test media. Most remaining staples were placed, and test media was cleanly transected. One staple was stuck in a staple pusher. The reload interlock was tested and found to function properly. It was reported that the staple pre fired and there were malformed staples. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: the reload can be repositioned before firing activation. In order to fire the instrument, once the green firing button has been activated, squeeze the handle sequentially until the lower clamp cover reaches the distal end of the cartridge slot, and the handle locks. As a warning it indicates that: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.